Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found it to have wear and tear damage on front cover and line cord. It was also noted to have a stained water reservoir and float switch. Device underwent functional testing by filling tank with water, attaching temp check, plugged in line cord, and turned on power switch; pcb and heater failed safety electrical test. The reported customer complaint has been determined to be unknown. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information received a smiths medical tripping level 1 hotline low flow systems - hl-90 lim alarms when two devices are plugged in. This occured in the operating room when the device was set up. Only occured when two devices plugged in and when one device plugged in ,no alarms displayed, as circuit was not overloaded. Event occured when setting up in the operating room and no patient involved.